Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned data has been analyzed. The ICD battery status mos2 was as expected. The available iegms revealed the presence of noise in the rv channel, confirming the clinical observation. The x-ray images were inspected in detail and did not show any peculiarity. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned data revealed no indication of an ICD malfunction. The integrity of the lead cannot be assured. However, for a root cause investigation an analysis of the lead would be necessary.

Event description:
After an implantation period of approx. 69 months, oversensing with on the ventricular channel was observed. The lead was capped. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021. The ICD was implanted and active for approx. 69 months and there was no particular complaint about the device performance.